Manufacturer narrative:
Additional information was received that a bsn engineer analyzed the ipg database which revealed that the impedance measurements were consistent. This information contradicts the issue of the patient's lead not being plugged in. The ipg database did not reveal any signs of premature battery depletion and no anomalies were detected during the charging and discharge of the device. The patient and the physician were informed of the results and the patient was re-educated on proper charging techniques. The patient confirmed she was able to successfully charge her ipg and was no longer experiencing heat at the ipg site.

Event description:
A report was received that the patient was having to charge more frequently and her pocket would become hot to the touch. The patient reported that the physician recommended an ipg replacement, as one of her leads was not plugged into the ipg.

Event description:
A report was received that the patient was having to charge more frequently and her pocket would become hot to the touch. The patient reported that the physician recommended an ipg replacement, as one of her leads was not plugged into the ipg.